Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that 4 fp vials had come out of drawer b, rows c&d. "

Manufacturer narrative:
H.6. Investigation: customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Customer indicated about the false positives from drawer b, rows c&d. No erroneous results were reported to doctors, and patients were not impacted. A field service engineer (fse) was dispatched and confirmed that the instrument is fully operational without any errors. If any additional information is provided in the future, this case will be re-opened and re-investigated. This is an unconfirmed failure of the bd product. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation. Service history record review revealed previous complaints for false positive issue for and. Bd quality did not receive any returned parts or instrument for investigation. The root cause was unable to be determined. CAPA is not required for unconfirmed complaints. No new risks or hazards. No new trends after taking the unconfirmed complaints into account. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that 4 fp vials had come out of drawer b, rows c&d".